Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was trialing with the bearing and the bearing clamp the bearing trial broke. The surgery retrieved all the pieces that fell in the patient.

Event description:
It was reported that when the surgeon was trialing with the bearing and the bearing clamp the bearing trial broke. The surgery retrieved all the pieces that fell in the patient.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The product was in the field for approximately 1 year and 4 months. The trial bearing exhibits signs of use. Multiple scratches can be seen on the inferior and superior surfaces in the longitudinal direction, which coincide with the implant articulation. The gouges and the burrs are observed close to the slot. The slot serves as an attachment site for the tibial bearing inserter/extractor. The foot of the trial bearing has fractured. The damage indicates that an excessive force has been used to insert the trial bearing. A rocking motion could have been potentially used to extract the bearing or the bearing could have been abnormally stressed by levering the extractor up. When the inserter/extractor is not engaged with the bearing properly, the forces are not distributed across the trial bearing, but rather applied on the thin foot of the bearing. However, the exact number of uses cannot be determined from the information provided in the complaint. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.